Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. Technical services did not observe any pacing inhibition of greater than two seconds. The patient would be brought in to evaluate the lead. The lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).